Manufacturer narrative:
The sample has been returned to arrow. Co's eval found that the user experienced insertion difficulties. The spring wire guide was kinked by the user, and excessive force was applied, causing it to unravel. The complaint of the balloon unwrapping upon insertion could not be confirmed.